Event description:
It was reported on an unknown date, postoperative x-rays revealed radial head prosthesis loosening. No other information available. This is report 1 of 2 for complaint (B)(4). This report is for an unknown radial head.

Manufacturer narrative:
Additional narrative: additional patient identifier: (B)(6). Expiration date reported as july, 2017. A device history review was conducted. The report indicates that nemcomed (now known as avalign technologies-nemcomed) manufactured the 20mm cocr radial head, part #09.402.220 and lot #6905662 on po #(B)(4) delivered (B)(4) 2012 for (B)(4) parts processed on work order #(B)(4). Initially, the part conformed to the supplier¿s certificate of conformance, dated august 7, 2012 and was inspected and conformed to synthes final inspection sheet (B)(4), revision ¿a.¿ the parts were labeled, packaged, sterilized (po #(B)(4)) at (B)(4) and released to the warehouse on august 31, 2012, with expiration date july 2017. There were no mrr¿s, ncr¿s, or complaint related issues with this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is used for treatment, not diagnosis. This report is for one radial head, catalog and lot numbers unknown. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.